Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 2 functional mitral regurgitation (mr) and grade 2 functional tricuspid regurgitation (tr) for a combined mitraclip and triclip procedure. A triclip steerable guide catheter (tsgc) was used off-label to deliver mitraclips to the mitral valve. During the procedure on the right ventricle, the triclip xtw became entangled in the septal leaflets. During troubleshooting to free the xtw clip, a chordae was torn off. The device became free. When attempting to grasp posteroseptally the clip became entangled in the chordae again, and was unable to free through troubleshooting methods. The clip was implanted on both leaflets with some chordae attached. It was decided not to implant a second clip, as the implanted clip was unstable. The clip was left to grow in the valve and will be reassessed at a later date for follow-up. The final mr was grade <1, the final tr was grade 3. There was no clinically significant delay reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Unspecified tissue injury and tricuspid valve insufficiency/regurgitation appear to be related to procedural conditions associated with the clip becoming caught in the anatomy. Tricuspid regurgitation and tissue damage/injury are known possible complications associated with triclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.